Event description:
It was reported that during a renal stent procedure (off label use), the stent dislodged in the right renal. The stent was succesfully retrieved from the pt. There was no pt injury reported.